Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. Visual inspection was performed on the received device and found the probe tip detached. The broken portion was returned and measured approximately 0.555¿. The device was attached to the test usg-400/esg-400 and as designed prompted an ¿u509¿ error message due to the probe damage. Further evaluation found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be slightly worn, with no metal exposed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic assisted vaginal hysterectomy (lavh) procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. There was no bleeding observed. The surgeon was performing adhesion dissection on the patient when the breakage occurred. The user reported audible alarm was noted. No error was observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points to generator were inspected prior/post procedure with no anomalies found.